Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission, it was observed the right ventricular lead exhibited high pacing impedance and loss of capture. The patient was scheduled for lead revision. During the procedure it was apparent that the lead had dislodged due to twiddler's syndrome. The lead was removed and replaced. The patient was stable.